Event description:
It was reported that pump displayed malfunction alarm code 12 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through resetting pump, did not experience repeated malfunction after reset, was advised to continue using pump, and was instructed to call back if malfunction code recurred.